Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 25 days after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), genital haemorrhage ("heavy abnormal bleeding") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on 7-mar-2019. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain, hypersensitivity, genital haemorrhage, vaginal haemorrhage, menorrhagia and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 25 days after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), genital haemorrhage ("heavy abnormal bleeding") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain, hypersensitivity, genital haemorrhage, vaginal haemorrhage, menorrhagia and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: case was upgraded to incident. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.